Event description:
It was reported during the transseptal puncture when inserting contrast media, the tip of needle detached where it starts to narrow. Following the procedure, a MRI was performed which revealed the tip of the needle was found in the patient's lung. The pt is currently being followed. The st. Jude medical representative spoke with the physician on 11/23/2009 and there is no surgery planned at this moment. It should be noted that the needle was reshaped at the hospital prior to use.

Manufacturer narrative:
We are in the process of investigating this event. A f/u report will be submitted upon completion of the investigation. (B) (4) (B) (4).